Event description:
It was reported to philips that electrocardiograph monitoring with a lot of interference-vibration and good placement of electrodes, changed and rechecked of the electrodes. The ECG signal comes out with a lot of artefacts on the screen. The engineer confirmed error could not be reproduced and engineer verified device operation and after corrective maintenance, the equipment is operational and meets the manufacturer's specifications. The engineer performed necessary verifications to certify that the equipment is back to the operating conditions prior to the failure. The equipment has been managed following all the necessary security and disinfection measures to avoid the cross contamination. Engineer guaranteed the correct operation of the equipment and recommended them to use only the accessories and consumables approved by philips. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation.